Event description:
In 2007, the lay patient contacted lifescan (lfs) another country alleging that her one touch ultra meter displayed error 1, error 2, hi, and her one touch ultra test strips were expired. The complaint was classified based on the lfs UK customer service representative's (csr) documentation since lfs UK was unable to contact the patient to obtain additional information. The patient said the meter displayed the error 1 and 2 messages whenever, she tried to test over beginning two weeks before she contacted lifescan. The date, time, and result of her last meter reading were not provided. The patient continued to follow her daily insulin regimen: novorapid insulin 10 units in the am, 10 units at lunchtime, 10 units at teatime and lantus insulin 22 units at approximately 10:00pm each night. On the morning of the same day, the patient felt sweaty after breakfast and taking her am insulin injection, which she described as her usual high blood glucose symptoms. She did not attempt to test with the reported meter while symptomatic. She laid down on her bed for a while and began to feel better. She went to a pharmacy regarding her meter and was advised to call lfs. Her blood glucose was not tested at the pharmacy. The patient also reported that the lfs product had read "hi" on a couple occasions including when her non-diabetic daughter tested with the product. "Hi" indicates a blood glucose reading greater than 33.3 mmol/l. The lfs csr discovered that the patient had expired test strips, which can cause inaccurate results. The csr walked the patient through testing with new test strips and the patient obtained a result of 10.2 mmol/l. The patient's products were replaced. The complaint was reported is reported because the patient alleges that she was unable to obtain a reading on the lfs product and later felt sweaty after taking insulin and eating breakfast.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.